Event description:
Reportedly, the user could not scan the main barcode on the outer label of the subject device. In addition, the barcode on the side of the outer label, with the product code reference, could be scanned. However the barcode below it, with the serial number reference, could not be scanned.

Event description:
Reportedly, the user could not scan the main barcode on the outer label of the subject device. In addition, the barcode on the side of the outer label, with the product code reference, could be scanned. However the barcode below it, with the serial number reference, could not be scanned.